Manufacturer narrative:
Omit : concomitant med prod data (8015), e2401 - insufficient information, f24 - insufficient information, c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.

Event description:
It was reported that dexmedetomidine wad found infusing at an incorrect rate of 4 mcg/kg/hr. Instead of the intended rate of 0.4 mcg/kg/hr. There was patient involvement but no harm. The customer is requesting to review the logs and check if the guardrails soft or hard limits were triggered. Per report, the dose limits for pediatric dose is 0.2 to 1.4 mcg/kg/hr. And for adult dose is 0.2 to 1.2 mcg/kg/hr.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported that dexmedetomidine wad found infusing at an incorrect rate of 4 mcg/kg/hr. Instead of the intended rate of 0.4 mcg/kg/hr. There was patient involvement but unknown impact. The customer is requesting to review the logs and check if the guardrails soft or hard limits were triggered. Per report, the dose limits for pediatric dose is 0.2 to 1.4 mcg/kg/hr. And for adult dose is 0.2 to 1.2 mcg/kg/hr.